Event description:
The patient called to report that over the past month they have had approximately 7 v-go 20 devices where the needle button will release on its own, with the most recent one happening this morning. On a few occasions she has been able to press the needle button back in. The patient confirmed that the v-go devices have not been bumped in any way. The patient stated that they feel as if it is scratching them when the needle button releases. None of the v-go 20 in question are not available for return to the manufacturer for evaluation.